Event description:
It was reported that the radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification on the vxi uplink amplitude test and further evaluation determined that the cable was out of specification. The programmer head was sent on for repair and restock. (B)(4).